Manufacturer narrative:
On jan 7 2021, additional information was received indicating the patient experienced deflation on the left side. Based on the reported information, there were no product issues or surgical interventions performed for the right-side expander. This report is for the right breast prosthesis. H6. Medical device problem code a27: no product quality issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with unspecified mentor tissue expanders. The devices were removed on (B)(6) 2020 for unspecified reasons. Follow-ups were performed to gather more information, but none has been forthcoming. If additional information is received, a supplemental report will be submitted. This report is for the second of two devices.